Event description:
It was reported in the case report in "the journal of vascular access" of article titled. "Collapse of a cephalic arch stent: an atypical complication of hemodialysis vascular access" that sometime post balloon angioplasty procedure and covera stent placement for the thrombosis of a radio cephalic fistula of right brachiocephalic avf, patient developed with stent collapse. It was further reported that a second covera plus stent was placed. Reportedly, after the procedure, the fistula had a continuous thrill without pulsatility.

Manufacturer narrative:
H11: marques n, paulo n, ferreira j, mansilha a, coentrão l. Collapse of a cephalic arch stent: an atypical complication of hemodialysis vascular access. J vasc access. 2025 sep;26(5):1766-1769. Doi: 10.1177/11297298241281794. Manufacturing review: as no specific lot number was reported, lot history records could not be reviewed. Investigation summary: the case report "collapse of a cephalic arch stent: an atypical complication of hemodialysis vascular access" published in the journal of vascular access (jva) includes several images to document the case. Based on these images compression of covered stent is identified. However, no indication for a device related cause for the deformation of the placed stent could be identified. Potential factors that could have led or contributed to the reported event have been evaluated. The reported stent deformation may be related to the placement site as well as the anatomy of the target lesion. Choosing the correct size of the covered stent related to the diameter of the target vessel is determined to be a important factor to prevent potential complications. According to the case report careful selection of the stent size is necessary to prevent stent migration, guttering, or folding within the vessel, which could lead to turbulent flows. It was alleged by the author of the case report that the collapse was attributed to the angulated anatomy of the cephalic vein at the stent¿s inflow edge, which may have caused turbulent flow and contributed to the structural failure. Based on images included in the case report no indication for a device deficiency could be determined. As no specific lot number was reported, lot history records could not be reviewed. A definite root cause for the reported event could not be determined. Based on information available, the reported compression of covered stent is confirmed. However, no indication for a device related cause for the deformation of the placed stent could be identified. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The IFU states that potential complications may include but are not limited to: covered stent collapse/compression, covered stent kinking, covered stent misplacement, covered stent stenosis/thrombotic occlusion, surgical intervention. Instructions for correct deployment of the covered stent were found to be described in the IFU. Regarding selection of the correct size of the covered stent the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, always use the inflow vessel or av graft diameter as the reference vessel." The IFU contains a table for correct covered stent diameter selection. G3, h6 (method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(6). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the case report in "the journal of vascular access" of article titled. "Collapse of a cephalic arch stent: an atypical complication of hemodialysis vascular access" that sometime post balloon angioplasty procedure and covera stent placement for the thrombosis of a radio cephalic fistula of right brachiocephalic avf, patient developed with stent collapse. It was further reported that a second covera plus stent was placed. Reportedly, after the procedure, the fistula had a continuous thrill without pulsatility.